Event description:
It was reported that when the patient presented via a merlin.net transmission, high pacing lead impedance out of normal range was noted. It was also noted that sensing had also decreased. The patient was brought to the clinic for evaluation and it was observed that the pacing lead impedance value and the sensing returned to normal values when pressure was applied on the pocket. The physician retightened the set screw. Testing was performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.